Event description:
It was reported that the patient presented for remote for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator showed non-sustained right ventricular over-sensing caused by post paced t wave over-sensing. Subsequent programming interventions were made. The patient was stable.